Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says controller turns stimulation on and off and friday it shocked me so bad I thought I was going to die I couldn't get up to get the controller I had to scream to my wife to grab the controller and turn stimulation off". Pt says after this, the stimulation came back on again a few minutes later". Pt says this started happening "about a week after the implant" and mentioned it "didn't do it often". Pt says if they are on group b for example, it will then move to group c by itself". Pt says they first made rep aware of this about 2 weeks after implant. Pt says rep seemed "distracted and things were much worse". Pt says this happens when the controller is just sitting on the table and they aren't touching it. They have tried resetting controller which hasn't resolved issue. They met with rep who did reprogramming, and was told to call medtronic if issue persisted. The issue was not resolved. An email was sent to the repair department to replace the controller.

Event description:
Additional information was received from the patient (pt). It was reported that the manufacturer's patient services specialist (pss) called pt back at rep's request, to clarify that they misspoke and that this was not necessarily a "programming" issue and could be related to adaptive stim, impedance, etc. Pt stated again that they don't have any confidence in the rep, and the shocking issue started last week after the rep did reprogramming. Pt says they were told another rep would have to be "brought in from another county and that could take a week", and pt said they are ok with waiting. Patient and technical services (pats) leadership then made an outbound call to pt, per rep request, to reiterate patient services does not have access to programming and would not be able to identify any programming issues. Pats leadership reviewed normal therapy titration and reviewed cadence of reprogramming to optimize the therapy. Pt. Repeated the report that the rep was not paying attention and kept asking them when they felt stim and where. Pats leadership reviewed optimization of therapy again and reviewed these are normal questions the rep would repeat while making adjustments to the programming in order to optimize the therapy. Pt stated group a wasn't used much (14%) so the rep removed it and proceeded to program on groups b and c. Pt stated group c worked the best and the rep messed with it. After the reprogramming pt repeated report of shocking adding "it was the worst shock of my life I thought my heart would stop". Pt stated that they turned off the stim using the top button on the controller but then 2 minutes later the therapy turned back on by itself. Pt states they were able to turn the therapy off again and it's been off ever since. Pt. Repeated report of programs switching on their own and pats leadership confirmed the controller doesn't have the ability to do that. Pt denied any falls, traumas, or other activities that may have affected the lead when asked. Pats leadership reviewed reprogramming to the previous settings but pt declined to see the rep again. Pt states they have a follow up appointment wednesday but will be cancelling because the rep is the only one available to reprogram. Pats leadership encouraged pt to follow up with hcp <(>&<)> rep to further discuss who will be reprogramming the pt so they can use the therapy again. Additional information was received from the patient (pt). It was reported that pt called back re-reporting the previously documented information. Pt said they were waiting for 2 weeks for a different rep to contact them and never heard back. Pt said they had called previously and complained about a "tech" since they had nothing but trouble since they had touched it. Pss reviewed role of rep, sent email to reps and provided pt with nas number. Pss redirected pt to hcp for further assistance with rep request along with sending email.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.